Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). 2012 error was confirmed/observed. The fss replaced the advantech pcb and hdd. The issue was resolved and the system meets all amo specifications. While on site, the fss replaced the lithium battery and advantech sbc and programmed the hard drive. The fss performed a field service checklist. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a, 2012 - communication/ih timeout error, occurred with a phacoemulsification machine. There was no patient involvement reported and no patient treatments delayed or cancelled.